Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The event can be detected by following the instructions for use which state: operation manual operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope inspection 3.8 inspection of the endoscopic system". A definitive root cause could not be identified. Based on the results of the investigation, it is possible that the following led to the malfunction: the rubber of the valve, which was floating during cleaning, entered and remained inside the biopsy channel, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had a black foreign material, like a rubber seal ring, coming out of the forceps channel during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.